Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. It was reported that after mixing the cement, while it was being loaded into the bone filler device, the cement hardened, and only enough for four units could be loaded. The cement was taken out of the refrigerator 30 minutes before use. The operating room temperature was set to 22°c. There were no issues with the preparation procedure. Because the hardening time was too fast, all items¿the cement, mixer, and balloon kit were replaced with new ones to address the situation. There was no patient symptom reported. There were no further complications reported regarding the event.

Manufacturer narrative:
E1: initial reporter details are unknown g4: this product is not marketed in us but a similar device with product number c01a with 510(k)# k041584 and UDI (B)(4) is marketed in us. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.